Event description:
I began using fasciablaster once a week or so from (B)(6) 2016 without noticeable side-effects, but in (B)(6) I began using it 6 days a week. By (B)(6) I noticed brain fog, memory loss, and awful fatigue as well as menstruating every 17-19 with very heavy bleeding. Initially, I believed it must be peri-menopausal symptoms. As time went on I was concerned something was very wrong with me. I stopped using the fasciablaster in (B)(6), for unrelated reasons, still not thinking my symptoms were related. Slowly, my symptoms are disappearing, thankfully. But now I am left with saggy and crepey skin on my thighs and lower legs that was not there prior to using the fasciablaster.